Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au680 clinical chemistry analyzer, and replaced the buffer valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
Customer reported the au 680 had intermittent ion selective electrode (ise) calibration failures and erroneous high ise patient results. Customer reported the quality control was acceptable prior to the event but reported ise calibration failures the previous night. The erroneous high ise results were not reported outside of the lab. No change in patient treatment reported.